Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to fluid loss.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. Product analysis showed functionality of the device was as designed. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Field change: e1. The complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. Product analysis showed functionality of the device was as designed.based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to fluid loss.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to fluid loss.